Event description:
The user facility reported a 59-year-old male of unknown race in the ICU with an intra-aortic balloon pump was implanted with an impella cp device for support. The user facility reported a potential relationship between the impella device and patient's pulmonary emboli and thrombocytopenia. The allegation noted potential shearing from the impella may have played a factor in the patient's ailments.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the thrombocytopenia has been completed. The device was not returned. Per the provided clinical information, the root cause of the thrombocytopenia issue was most likely patient condition related. The relation to impella is unknown.